Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a alert for exceeded at/af burden event on the pacemaker. Upon examination of the device data, it was determined that this alert was falsely triggered as the events had not reached the set criteria for the alert. There were no adverse events reported. The patient was scheduled for continued normal monitoring.